Manufacturer narrative:
The reported events were lead dislodgement and lead twisting. The reported event of lead twisting was confirmed. Visual examination of the lead found the lead body was twisted/wrinkled at the proximal region of the lead due to damage occurring at the time of procedure. The cause of the reported event of lead twisting was due to damage occurring at the time of procedure. Visual examination of the lead found the helix was extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend.

Event description:
Related manufacturer reference number: 2017865-2021-34956. Related manufacturer reference number: 2017865-2021-34961. It was reported that the right ventricular (rv) lead had dislodged. Upon fluoroscopy, it was observed that the rv lead had twisted and the pacemaker had been flipped. Upon a procedure, it was observed that the right atrial lead was twisted and dislodged. The system was explanted, and the pacemaker and rv lead were replaced. The patient was stable.